Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room due to feeling vibrations over the device. A review of the presented electrocardiograms noted right ventricular undersensing. It was noted that the r wave amplitudes were low and it was advised to review the right ventricular lead sensitivity. No adverse patient effects were reported. Additional information noted that high pacing thresholds were noted as well as loss of capture, and a microdislodgement. This lead was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies, the helix was in an extended position. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.